Event description:
The person responsible for pt's home care contacted consumer care on (B)(6) 2012. Stating that the pt is now legally blind in one eye and can't see color out of the other eye. They stated that the pt just wanted us to be aware of the lot number and refused to give out the pt's info or any contact info. They were provided without fax number, e-mail address and address to forward medical documents. Complainant wishes to remain anonymous and did not provide contact info. This is being filed as unconfirmed blindness. There is no direct casual relationship established between the medical device and the incident the pt complains of.

Manufacturer narrative:
Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Result: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.